Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown as well as a bilateral exchange from textured to smooth due to concern with the product.

Event description:
Patient reported left side "capsular contracture baker grade unknown" and exchange from textured to smooth due to concern with the product. Physician reported exchange from textured to smooth due to patient's concern with the product. The device remains implanted.

Event description:
Patient reported left side "capsular contracture baker grade unknown" and exchange from textured to smooth due to concern with the product. Healthcare professional later reported exchange from textured to smooth due to patient's concern with the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: white particles observed in the surface of the shell. Observed deformation on the device. Observed creases on the device. Observed wear abrasion on the device. No further actions are required as the device was implanted.